Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about getting spi to motor pic communication error. Customer was assisted with troubleshooting and was advised that the pump needed to be replaced. The e-alarm occurred second time. Customer' blood glucose was unknown. Insulin pump will not be returned for analysis.